Event description:
It was reported there was a shocking or jolting sensation for over a year following a fall. The details of the fall were unknown, but the reporter thought the fall occurred shortly after the device was implanted. The patient had pain at the pocket site that felt like the skin was pulling away from the device. The device was reprogrammed several times in order to address the patient's stimulation needs, but these attempts were not successful. An x-ray was performed, and the results showed the lead was off. The reporter stated the patient wanted the device removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient had an appointment 2011-(B)(6) and a caudal was performed. The patient was also seen on 2011-(B)(6) for their 28 day follow-up. The patient had another appointment on 2011-(B)(6). There was no mention in the patient chart about shocking or jolting issues.

Manufacturer narrative:
Lead model 399945, lot #j0454307v, implanted: (B)(6) 2007, lead model 377860, lot #v012740, implanted: (B)(4) 2007, extension model 3708220, serial #(B)(4), implanted: (B)(4) 2007, programmer model 37742, serial #(B)(4).

Event description:
The patient still had big concerns with her device/therapy and was very disappointed. She was going to have her device removed.